Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. Fluoroscopy imaging performed during lead revision did not reveal any physical abnormalities. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.